Manufacturer narrative:
The reported product was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the product is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this product could not be determined due to insufficient information. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the shaver overheated.